Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during device set up, one module was not reading. It was observed this device had surface contaminants on the iui (m). Two of the modules devices reading ¿communication error¿. These devices were noted to have sticking module latches. The hospital biomed escort observed the ICU nurse cleaning the outside of the device with the green top wipes, the ICU nurse did not avoid the iui connectors, and the channel was re-attached to the pump system without an adequate dry time. This was observed by bd representatives during their site visit. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of communication error could be confirmed through a review of the logs provided by the facility. ¿ external and internal inspection could not be performed, as no devices were returned for this investigation. ¿ no devices were not returned for investigation; however, the facility provided associated logs of suspect and concomitant devices for investigation. ¿ pump module s/n (B)(6): ¿ no errors recorded on the reported date. ¿ error code 240.4150.5 (sensor_broken_high_failure) repeatedly recorded as log only, which it is not an indicative of a true sensor failure from (B)(6) 2022 to (B)(6) 2024. ¿ event log recorded net_iuc_communications_down on (B)(6) 2025, at 11:01 am, consistent with the reported communication error. ¿ pump module s/n (B)(6): ¿ error code 240.4150.5 recorded as log only between (B)(6) 2022 and (B)(6) 2024. ¿ net_iuc_communications_down error recorded three times between 11:07 am and 3:16 pm on (B)(6) 2025. ¿ pump module s/n (B)(6): ¿ error code 240.4150.5 recorded as log only between (B)(6) 2020 and (B)(6) 2024. ¿ net_iuc_communications_down error recorded three times between 11:07 am and 3:16 pm on (B)(6) 2025. ¿ pump module s/n (B)(6): ¿ error code 240.4150.5 recorded as log only since (B)(6) 2020. ¿ error code 200.5040.0 (module_sw_version_compatibility_failure) recorded three times on (B)(6) 2023. ¿ error code 241.4140.5 (sensor_broken_low_failure) recorded as log only twice between (B)(6) 2024. ¿ error code 242.4030.0 (motor_stall_failure) recorded on (B)(6) 2024, at 8:51 pm. ¿ concomitant pcu s/n (B)(6): ¿ error code 200.5040.0 recorded twice in (B)(6) 2023 for the attached pump module s/n (B)(6). ¿ battery log showed no relevant records. ¿ per channel error tip sheet, the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. O to silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. ¿ per bd alaris¿ system with guardrails¿ suite mx, make sure the instrument is turned off, unplug the power cord and wipe all the exposed device surfaces except the inter-unit interface (iui) connectors. ¿ do not use an oversaturated cloth. Be sure to squeeze out excess liquid. Use a dedicated soft-bristled brush to clean the case to remove any visible residue. The brush may also be used to clean narrow or hard-to-reach areas. ¿ do not use any hard, abrasive or pointed objects to clean any part of the instrument. Follow the cleaner manufacturer's instructions on the time to leave it on the device surface. Then, remove the cleaner using a soft cloth dampened with water. ¿ do not allow the cleaner to collect on the instrument. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the reported communication error was confirmed through a review of the provided logs. However, the root cause could not be identified, as no product was returned for examination and testing. Note that this report lists imdrf annex a0509, a1502, g0405206, c07, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that during device set up, one module was not reading. It was observed this device had surface contaminants on the iui (m). Two of the modules devices reading ¿communication error¿. These devices were noted to have sticking module latches. The hospital biomed escort observed the ICU nurse cleaning the outside of the device with the green top wipes, the ICU nurse did not avoid the iui connectors, and the channel was re-attached to the pump system without an adequate dry time. This was observed by bd representatives during their site visit. There was patient involvement, but the outcome is unknown.